Event description:
The account alleged that the patient was sitting on the bed and suddenly the head section dropped without touching the bed controls. No injury reported.

Manufacturer narrative:
The technician investigated the bed and could not duplicate the alleged incident. The technician suggested that a lack of preventative maintenance and dust and dirt on the head drive screw may be the issue.